Event description:
Nurse went to use a suction catheter and opened a tray. The package contained no glove and the suction catheter had no measurement markings on it. This required the nurse to get a new package and suction catheter to complete her suctioning.